Event description:
Patient 2 of 2: it was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, 1 device broke apart between needle and holder during tube insertion causing pain to the patient. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the attached photo indicates that the holder has separated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.